Manufacturer narrative:
The device was returned to an olympus service center for evaluation. During inspection and testing, service found the lamp was dusty. Once it was cleaned and the connector was reconnected, the light intensity met specification. Additionally, service found heavy rusting on a printed circuit board. Corrosion was found on the rear panel and rust was found on the inside harness. Scratches were observed on the top cover, front panel, rear panel and chassis. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during inspection of the subject device, in preparation for use, the lamp light intensity was low, and the customer was unable to perform the intended laparoscopic cholecystectomy surgery. There was no patient harm or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the defective printed circuit board cannot be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the customer's reported issue. Information added to b5 and d10.

Event description:
Additional information was received regarding the customer's reported issue (during inspection of the subject device, the lamp light intensity was low, and the customer was not able to perform the intended surgery): the device was inspected before the procedure; however, nothing significant was found at that time. The reported issue occurred during inspection of the device, after the patient was anesthetized. It was confirmed there was no patient impact or injury due to the event.